Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt woke up and discovered that their bed was wet. The home pt's transfer set became separated from the pt line of the homechoice set. The home pt stated they then reconnected their transfer set to the pt line and tried recylcing the power. Baxter's technical service center advised the home pt to call their pd nurse and to do manual exchanges to complete therapy. No pt injury was indicated at the time of the initial report. Per the home pt's nurse, the home pt will be given prophylactic antibiotics.